Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2360.

Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, the physician was dilating the patient cervical canal, which was very tight. The physician perforated the patient's uterus with a non-bsc product sound device (dilation tool). The physician then tried hysteroscopy phase, since the saline would not heat up to verify the perforation. Then the heating phase. During the heating phase, 100cc fluid alarm sounded - the rate of loss was 20cc per minute. Started the machine again and the temperature never got above 50 degrees celsius, physician added raytec and chose to continue lost fluid again and chose to abort the case. The physician feels the perforation will heal on its own and will be rescheduling the patient for the hta procedure in about a month's time. The patient's condition was reported as "fine."

Manufacturer narrative:
Corrected data: should be: other serious (important medical events) was: not checked should be: unknown was: no should be: unknown was: initial use of device.

Manufacturer narrative:
Nasp conducted a DHR review and the results of the nasp documentation review show all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.